Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump display screen was blank; however, the pump continued to emit audible tones and vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data indicated multiple cs 054 call service alarms, which may cause the display to be blank for several minutes. During testing, the pump powered on properly and displayed the verify screen. The display screen appeared dim and discolored. Unrelated to the complaint, the battery cap was damaged with stripped threads and did not secure properly to the pump; a test battery cap was used to complete investigation. Additionally, the battery compartment threads were also found to be damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.